Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their dds recommended they cease treatment due to the aligners causing gingival recession. The patient was referred to a periodontist for further treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.